Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/8/2016 - voicemail, 2/9/2016 - phone, 2/10/2016 - phone & email. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The master switch was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed and subsequently shut down. The clinician reportedly switched to manual mode of ventilation and cycled power. There was no reported patient injury.